Manufacturer narrative:
Investigation of the customer's issue included a review of the complaint text, information provided by the customer, complaint activity, labeling, and field data. Return testing was not completed as returns were not available. Evaluation of complaint data for the product identified normal complaint activity. A review of labeling concluded that the issue is sufficiently addressed. As the lot number is unknown, lot specific analysis could not be completed. Device history record review for the assay did not identify any related nonconformances, potential nonconformances or deviations. It is unclear when exactly the potential false reactive results were obtained, but all prism instruments were deinstalled and removed from the customer site in (B)(6) 2019. Therefore, a review of field data between 2017 and (B)(6) 2019 was performed for abbott prism hcv, ln 6a52-48. The reactive rates were within data documented in the package insert and within specifications for specificity for the prism hcv assay. Based on this investigation, no systemic issue or deficiency of the abbott prism hcv assay was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no specific patient/donor information was provided. This report is being filed on an international product, prism hcv, list 6a52, that has a similar product distributed in the us, prism hcv, list number 6d18. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained (B)(6) reactive prism hcv results for five donor samples. The customer indicated the samples were tested in duplicate per package insert requirements but only one prism result was provided for each sample. The samples generated the following results: (B)(6). No impact to patient/donor management was reported.

Manufacturer narrative:
An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.the initial reporter/contact information contained within section e1 was corrected to the contact information for the customer that generated the incorrect results. No further updates were necessary at this time.